Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The customer observed a falsely depressed anti-hbc result on the alinity analyzer. The following data was provided: (B)(6), and then received an rlu of (B)(6). No discrepant results were obtained as both results were (B)(6). The customer was inquiring about the (B)(6) value. There was no reported impact to patient management.